Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there was no evidence in the black box due to continued use. The threads on the battery compartment and cap were intact. There were no cracks in the battery compartment and no corrosion or moisture in the compartment or on the cap. The battery cap was able to be fully tightened. The cap was turned one full turn without loss of power. The battery cap height and width measurements were within specifications. There were no defects found to the power circuits when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump continued to experience intermittent loss of power without user intervention after multiple battery changes. The reporter also stated that the battery cap has never been changed. It is stated in the user¿s manual that the battery cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.